Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override and not communicating. A technical support specialist (tss) connected to the server and verified the active directory (adt) message flow. The tss also checked the cce and engaged iest for further review. Knowledge article was attached to the case for reference. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server were in critical override mode and not communicating, resulted in patient information and pharmacy orders being delayed or down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.